Event description:
It was reported that dosing stopped on the ilet because the continuous glucose monitor (cgm) was not connected or blood glucose values were not entered, and the user¿s caregiver initially did not start the sensor correctly and could not locate the correct sensor code until a new sensor was started, after which the sensor paired and readings resumed. Symptoms included hyperglycemia prior to reconnection reaching 400 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect setup procedure; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.